Event description:
At the time of the surgery, (B)(6) 2021, the inspire sense lead was removed and replaced due to lack of efficacy of the therapy. During the removal procedure, the sensor tip was found to have separated from the lead body and could not be located by the surgeon. The sensor tip was identified using imaging. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor tip behind in the patient.